Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. No components were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion quality accepts the physician's observations as to the reason for surgical intervention. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient had an open surgery. The patient came back for 7 week post-op visit and had mesh erosion. It was reported that the immediate consequence was pain with daily activities and pain during intercourse and that the mesh has not been explanted.